Manufacturer narrative:
The pod was received deployed with the soft cannula scrunched and shortened. Inspection of the bottom housing and environmental seal found damages indicating that the needle deployed into the environmental seal and the chassis was incorrectly installed. The incorrectly installed chassis sub-assembly can be confirmed as the cause of the observed cannula damage, although could not be confirmed as the cause of the reported needle deployed late event since it is unknown exactly when the needle mechanism deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula deployed late when the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.